Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to motor error alarm. The insulin pump had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. It was stated the customer had multiple motor error alarms in the history. The insulin pump will be returned for analysis.